Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness anywhere on my body") and tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"). The patient was treated with surgery (tube and coil removed). Essure was removed. At the time of the report, the back pain, hypoaesthesia and tremor outcome was unknown. The reporter considered back pain, hypoaesthesia and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: upon receipt of new information, it was noticed that the country of case and primary reporter should have been captured as canada. The suspect drug essure was also recoded to capture the correct country. Furthermore, the follow-up information provided new reporter information, patient¿s dob and insertion date of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, fallopian tube perforation'), uterine perforation ('perforation of the uterus') and perforation ('other organs perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness anywhere on my body"), tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), hypersensitivity ("allergic and auto-immune reactions"), autoimmune disorder ("allergic and auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal and tube and coil removed) on (B)(6) 2018. At the time of the report, the back pain, hypoaesthesia, tremor, abdominal pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, fallopian tube perforation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, tremor, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: new informations added: date of the essure removal, new reporter (lawyer), and new adverse events (chronic abdominal pain, pelvic pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of the fallopian tubes, other organs perforation, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression and inflammation of the fallopian tube) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness anywhere on my body") and tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"). The patient was treated with surgery (tube and coil removed). Essure was removed. At the time of the report, the back pain, hypoaesthesia and tremor outcome was unknown. The reporter considered back pain, hypoaesthesia and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by consumer and subsequently by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation of the uterus') and perforation ('other organs perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic and auto-immune reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), hypoaesthesia ("numbness anywhere on my body"), tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"), autoimmune disorder ("allergic and auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (tube and coil removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, perforation, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, hypoaesthesia, tremor, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, tremor, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, fallopian tube perforation'), uterine perforation ('perforation of the uterus') and perforation ('other organs perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), hypoaesthesia ("numbness anywhere on my body"), tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), autoimmune disorder ("allergic and auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal, tube and coil removed and medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, hypoaesthesia, tremor, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, tremor, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2022: the adverse event was added: migration of the essure device to the abdominal or pelvic cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation of the uterus") and perforation ("other organs perforation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cholecystectomy, cholelithiasis, c-section, parity 2 and multi gravida. Previously administered products included: depo provera and mirena. Concurrent conditions were listed as abdominal pain, back pain, itching, vaginal discharge and spotting vaginal. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic and auto-immune reactions"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), headache ("headaches"), hypoaesthesia ("numbness anywhere on my body"), tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"), autoimmune disorder ("allergic and auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery ( laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for pelvic pain, device dislocation, fallopian tube perforation, perforation, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, hypoaesthesia, tremor, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, tremor, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. An essure coil was easily placed in the left tube. On the right side there was some re;;istance but. The coil appeared adequately placed. At the end of the procedure the instruments were withdrawn and the patient transferred to the recovery room in satisfactory condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: history: gallstones. Lap cholecystectomy, gallbladder, and contents. Diagnosis: cholecystectomy specimen showing features of a chronic cholecystitis with cholelithiasis and cholesterolosis (B)(6) 2014 she has been usin; on (B)(6) 2017: diagnosis : atypical squamous cells of undetermined significance (asc-us) are present specimen adequacy : the specimen is satisfactory for evaluation. There are obscuring red blood cells that preclude the interpretation of approximately 50-75% of the epithelial cells. General : epithelial cell abnormality; on (B)(6) 2018: specimen : cervical biopsy 6 o'clock . Gross description : the specimen is received in a formalin filled container labelled with the patients name. Approximately 0.25 g of soft tan friable fragments of tissue. One cassette recovery will be minimal. Diagnosis : cervix, 6 o'clock, biopsy scant endocervical epithelium without apparent pathology. -no ectocervical epithelium is present; on (B)(6) 2024: specimen : fallopian tubes, bilateral, and essure coils history : groin pain from essure coils. Requested removal. Gross description: fallopian tube with attached fimbriated end ranging from 6 and up to 6. 5 cm in length and each having a maximum outside diameter of 1.1 cm. Also present in the specimen container are 2 silver, coiled apparatus representative portions of each are submitted in separate cassettes. Diagnosis : right and left fallopian tubes confirming bilateral transected fallopian tubes [pregnancy test] on (B)(6) 2018: negative [ultrasound scan] on (B)(6) 2014: reason : 18/7 post-partum, frequent ruq pain findings : several small mobile gallstones within the gallbladder. No gallbladder wall thickening or probe palpation tenderness. No intrahepatic duct dilation. The cbd is mildly prominent proximally measuring 7 mm but tapers to normal calibre distally to 5 mm. No sonographic evidence of a cbd stone allowing for the limitations of ultrasound scanning. Liver shows no focal lesion. Pancreas not well seen due to overlying bowel gas. Aorta, both kidneys and spleen unremarkable; on (B)(6) 2017: she has an iud partially embedded in her myometrium . She thought her iud was removed years ago. She also had a essure sterilization done in 2015. Us-pelvis reason : left lower quadrant pain for about 2 months now, on and off, worsening of late; on (B)(6) 2017: the iud in situ and partially in myometrium - called patient says was removed before her essure sterilization; on (B)(6) 2024: reason : for ultrasound in 1-2 weeks. Presents with 4 week history of increasingly servere left sided pelvic discomfort. Bimanual exam does not suggest adnexal mass or tenderness, but want to confirm intrauterine pregnancy if possible. Report : obstetrical ultrasound within the fund us of the uterus note is made of a normal appearing gestational sac with surrounding decidual reaction. Centrally within the gestational sac, note is made of a fetal pole demonstrating a heart rate of 176 bpm. The current estimated gestational age is 10 weeks 2 days correlating recently well to the lmp [x-ray of pelvis and hip] on (B)(6) 2015: an essure coil was easily placed in the left tube. On the right side there was some re;;istance but. The coil appeared adequately placed. At the end of the procedure the instruments were withdrawn and the patient transferred to the recovery room in satisfactory condition quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lab data including (surgical pathology report ) added. Medical history, concomitant drugs, were added. Patient information & new reporters are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness anywhere on my body") and tremor ("tremor in their arms and feel like they need to move and rub them to make it go away"). The patient was treated with surgery (tube and coil removed). Essure was removed. At the time of the report, the back pain, hypoaesthesia and tremor outcome was unknown. The reporter considered back pain, hypoaesthesia and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event medical device removal was added. Reporter was added. On 23-mar-2020: social media received. Previously added event medical device removal was replaced to new event back pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.